Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer reported that she had high blood glucose levels of 33 mmol/l. The customer reported that the current blood glucose level was 19.5 mmol/l. The customer reported no symptoms related to the high blood glucose. The customer reported the recent high blood glucose event began on (B)(6) 2017. The customer stated that she treated high blood glucose with mdi. Troubleshooting was performed. The customer stated that the drive support cap was normal. The customer stated that the site was ok and no issues with site were noted. The customer reported that the cannula on the infusion set was not bent. The insulin pump passed the high pressure test. The customer stated that she would like to replace out the insulin pump since she has been having high blood glucose since december and believed that the insulin pump was not functioning properly. Product is expected to return for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.